Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
`It was reported that the patient changed the cassette and device, subsequently experienced hyperglycemia with glucose levels exceeding 400 mg/dl. The patient declined medical questions and later performed another cassette and infusion site change, at which time a bent cannula was identified. The cannula was discarded, and the patient indicated there were no concerns with the cassette. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved.